Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific bg levels were provided. Customer changed infusion site to treat bg levels. Although requested by tandem technical support, contact declined the offer to have tandem technical support contact the customer to conduct troubleshooting for the pump. Recommendation was made to the contact to give the customer the tandem technical support phone number for future issues. Contact acknowledged.